Manufacturer narrative:
(B)(4). Although a leak from an unknown location was reported, the cause could not be determined as the device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line) during peritoneal dialysis (pd) therapy. The patient was connected at the time of the alarm. The caregiver (cg) reported that a leak was identified in the setup. The cg was unable to locate the origin of the leak. The technical service representative assisted in clearing the alarm. The patient would start over with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.